Event description:
It was reported that low amplitude was observed on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).